Event description:
Event description guidant received information that during an explant procedure to removed an implantable cardioverter defibrillator (ICD) for elective replacement, there was evidence of a lead fracture, the device charged, there was eronious sensing. The episode detail showed short and fast details. The patient's entire chronic lead system was removed and replaced with a new system.